Manufacturer narrative:
Follow up information received on 01-feb-2016: insertion procedure report on (B)(6) 2013: last menstruation on (B)(6) 2013. Both tube orifices were well visible. Essure implant was started to insert to left tube, it swims without problems until the black mark. After that implant was discharged and cut. Final discharge did not happen; the implant was stuck in catheter. The physician tried to release spiral from catheter without success. Finally the whole implant got off from the tube and the implant was managed to pull away with the catheter. It was agreed with the patient that a new insertion would be performed during next menstrual bleeding. The patient contacted the hospital on (B)(6) 2013 and informed that she wanted to give up sterilization. She would possibly have copper lud at some point in private clinic. Control visits were not agreed to the hospital. Medical report on (B)(6) 2015 on private gynecologist appointment: ultrasound showed normal uterus, and endometrium of 4 mm; no myomas. Both ovaries were normal. In area of left cornu in uterus echogenic tract was noticed, it suits to be an essure- insert. The gynecologist ordered insertion procedure report from the hospital and it turned out that probably only anchored spiral was got off and interior parts of implant (wire rope and polyester fibers) were left in situ. The patient has now been informed that removal might need via laparoscopic procedure. The patient wished that sterilization would be performed at the same time to the other side too (where the essure was not even tried to insert) with coagulation and cut method. She wanted that any foreign body will not be left in her body. Follow-up received on 03-feb-2016 no further information is available. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-feb-2016 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report was received from a physician via regulatory authority. It refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. This procedure was not successful because implant did not get off from catheter. Patient was informed the implant was removed. However, approximately 2 years later, it was discovered part of essure-implant was still inside her. It was reported that removal might need via laparoscopic procedure. The reported event, regarded as device breakage, is unlisted according to essure's reference safety information. However, the product technical complaint analysis concluded that here was no event reported which indicated a new technical failure mode for the device (listed). Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician had deployment difficulties (implant did not get off from catheter) and insertion was unsuccessful. This suggests a difficult procedure, which may have contributed for device breakage. Considering that the events occurred in association with essure insertion, causality with the suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician via regulatory authority in (B)(6) on (B)(6) 2015 which refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion in (B)(6) 2013. Insertion was not successful because implant did not get off from catheter. The patient was told that whole implant was managed to remove from her. In (B)(6) 2015 in private clinic, it was noticed that part of essure-implant was still inside the patient. A new procedure, in which the part of implant will be removed, had to be performed to the patient. Follow-up information received on 08-oct-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a reported technical product issue (breakage) in the context of a complicated insertion. However, no medical events have been reported at this point in time. The technical assessment concluded an unconfirmed quality defect. At this point in time no batch number was reported, therefore a batch investigation with respect to similar ae cases is not applicable. In summary, based on the available information there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(4) 2015 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report was received from a physician via regulatory authority. It refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. This procedure was not successful because implant did not get off from catheter. Patient was informed the implant was removed. However, approximately 2 years later, it was discovered part of essure-implant was still inside her. A new procedure (not specified had to be performed to remove this part. The reported event, regarded as device breakage, is unlisted according to essure's reference safety information. However, the product technical complaint analysis concluded that here was no event reported which indicated a new technical failure mode for the device (listed). Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician had deployment difficulties (implant did not get off from catheter) and insertion was unsuccessful. This suggests a difficult procedure, which may have contributed for device breakage. Considering that the events occurred in association with essure insertion, causality with the suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect.